Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they almost had it and every time it gets close it hurts. Agent asked patient to clarify reason for call and what they were trying to do however there was no response from the patient even though could see that the line was still connected and could hear that patient was still on the line. Agent continue to ask for additional information in order to provide assistance however patient remained silent and then ended the call. Agent unable to gather additional information. Additional information was received from the healthcare provider (hcp). The hcp reported that the patient (pt) turned off the device for an MRI and when the pt turned the device back on they felt an "electric shock that was painful." The hcp said they turned the therapy back off.